Event description:
It was reported that there was a load of wireless recharger (wr) failures. A video showed the wr with cycling battery led lights. The patient has not had any associated symptoms of wr damage. The patient had followed all the recommendations for care and use of the device. The device was checked but could not be restored to working order. The issue was not resolved. A replacement was required. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger h3: analysis of the wireless recharger wr9200 (serial #:(B)(6)) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.